Manufacturer narrative:
The investigation determined that 541-014 (luminometer data invalid) condition codes occurred with multiple patient samples on a vitros eciq immunodiagnostic system. The most likely assignable cause could not be determined. Ocd field service performed service actions that resolved the 541-014 condition codes. However, an analyzer related issue cannot be ruled out until relevant system data log files are collected and reviewed. The customer made no allegations that patient results were affected; however, the investigation cannot conclude that patient results were not affected or would not be affected if the event were to recur. The investigation is ongoing.

Event description:
The customer reported intermittent 541-014 (luminometer data invalid) condition codes that occurred with multiple patient samples tested with the vitros syph and hbsag es assays processed on a vitros eciq immunodiagnostic system. The occurrence of 541-014 condition codes may be indicative of an analyzer issue that could cause biased patient results leading to potential inappropriate medical actions. The customer stated that no patient results were questioned and there were no allegations of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).